Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., h.6. Device photo evaluation: visual analysis of the photographs identified: fluid-free device.

Event description:
The device has been explanted.